Event description:
Catheter was placed without incident in 05. Blistering on the catheter was reported by the dialysis clinic ten months later. Catheter was replaced one day later.

Manufacturer narrative:
The blister on the catheter was admittedly caused bya peg-containing ointment applied at the dialysis clinic. The warning label (bf 241 b) included with the catheter kit clearly states not to use peg-containing ointments. Analysis: the catheters were returned together and were evaluated at spire biomedical by the processing services manager and the product development manager. A visual inspection was done and the returned catheter parts were immersed in cidex solution for 24hours. The appearance of the damaged area is very typical of polymers exposed to incompatible solvents or solutions. Communications with the facility indicated that the catheters were cleaned with a solution containing peg. Conclusions: there were no patient death nor injury associated with these complaints. It is determined that these (2) malfunctions were due to user error at the dialysis clinic level. Spire will continue to monitor product complaints.